Event description:
It was reported the silicone hose of the xenon light source was filled with water. This occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in pump, water leaks from the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in pump, water leaks from the output connector. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.